Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The nurse attempted to interrogate the implantable cardiac monitor but the device exhibited a connectivity anomaly. The nurse attempted to interrogate the device using different programmers and checked for sources of electromagnetic interference. However, the nurse was unable to interrogate the device. No patient symptoms were reported.